Event description:
Boston scientific received information that this right ventricular lead was dislodged and exhibited high pacing threshold measurements. The lead was explanted and replaced with a competitor's lead. No adverse patient effects were reported. Should additional information be received, this file will be updated. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, presumably during the surgery. Further analysis of the lead revealed a deformed fixation helix, damages at the steroid collar and cuttings in the insulation. It is reasonable that these damages occurred during the explantation procedure. Blood penetrated the lead. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.